Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia with blood glucose value 50 mg/dl. The customers other blood glucose level was 137mg/dl and 183 mg/dl. Customer was treated with carbohydrate. Customer stated that sensors causing blood at site. The device will not be returned for analysis.